Event description:
It was reported that the patient had high bg of 253 mg/dl on (B)(6)2026 due to infusion set inserted into body crease or area subjected to temporary positional blockage and the patient treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.